Manufacturer narrative:
This report is being supplemented to report new information provided on 08dec2020. The field service engineer (fse) performed the image tests of the flexibles that would be used in the demonstration on 07/30 and it did not identify any failure, so much that the monitor remained working on during the tests. Connections were checked and were found to be correct. All the settings were checked and nothing was observed. The device did not undergo a deep impact, the power button did not have any physical damage to it. The cable was not found to be damaged, kinked or coiled. The device was sent to the repair center for inspection.

Manufacturer narrative:
The device referenced in this report is expected to be returned to olympus for evaluation, but has not yet been received. The definitive cause for the customer's experience can not be determined at this time. This report will be updated at the conclusion of the investigation or should additional relevant information become available.

Event description:
It is reported that an olympus high definition lcd monitor used for demonstration is shutting down intermittently. There is no reported impact to a patient related to this issue.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: it was confirmed that five years and one month have passed since the subject device was manufactured. The cause could not be determined because the actual device was not returned. The power source board temporarily malfunctioned. The video processing substrate temporarily malfunctioned. The lcd panel temporarily malfunctioned.